Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. An 0x41 alarm was observed in the data along with a rotational sensor error. The device was reset and rerun, and no anomalies were observed in the rerun data. The cause of the rotational sensor error could not be conclusively determine. The rotational sensor malfunction resulted in the alarm that resulted in the device terminating itself prior to deployment. Contamination was observed on the commutator cap. It could not be conclusively determined if this caused the rotational sensor error.